Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (wire on vibration pack has come out) has been confirmed. The cable from ECG c to the distribution node was pulled out of the distribution node. The root cause of the pulled cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the pulled cable. The patient received a replacement electrode belt.

Event description:
The nurse assisting an (B)(6) old male patient contacted zoll customer support to report that the wire was pulled out of the vibration pack and was unsure how this happened. The patient was issued a replacement electrode belt.